Manufacturer narrative:
Per fsr, the batteries had been due for replacement in january 2015. He installed new batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit would not boot up or operate on battery. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received in lower than typical discharged condition, which indicates internal degradation of the batteries has occurred. The batteries recommended useful life has been exceeded. Batteries measured 0 volts direct current (vdc) and 4.2 vdc upon receipt. These are non-typical (low) voltages and corroborate the reported complaint. Conductance measurements were not available due to the low voltages. 11.4 vdc is the typical range for a completely discharged battery. 13.2 vdc is typical for a battery having a near full charge. 375 siemens (s) is the minimum requirement for conductance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.